Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter did not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 at 10:00am. The patient reported that when testing with his meter, the meter would not power on. The patient stated he manages his diabetes with insulin (self adjust). The patient stated that when the meter did not power on, he made no changes to his diabetes management. The patient reported that on (B)(6) 2011 at 02:00pm he became dizzy and faint due to the product issue. The patient further stated that no treatment was required for the product issue. At the time of troubleshooting with a customer care advocate (cca), it was noted that the issue could not be resolved with troubleshooting and that no misuse was noted. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this malfunction is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.